Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery cap. No moisture damage on the electronic assembly noted. The device also was received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer called to report the insulin pump isn't working because there is a crack in the battery compartment. Blood glucose reading was 90 gm/dl. Customer slipped and fell on her insulin pump on wet ground. The battery cap broke into pieces and she can't find it. Advised that the insulin pump will be replaced. Nothing further reported.